Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the reported e216 scope communication error message was duplicated. There was also a shadow on the image. This is attributed to the broken charge couple device (ccd) unit. The other observation for the device is a gap on the distal end rubber coating (a-rubber). Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is an olympus asset that was inspected upon return with no malfunction reported. It was observed that an e216 scope communication error message was received for the device. There was an image issue as well with the image colors not appearing correctly. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that electrical stress was applied to the charged coupled device and video connector internal boards due to the following handling, causing them to malfunction and causing the event. A) the system ground wire was not connected (static electricity applied) b) the video connector was plugged or unplugged (overcurrent) while the system was powered on c) connected to the system (shorted) while the video connector contacts were dirty or wet the event can be detected/prevented by following the instructions for use which state: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 3) "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.